Event description:
It was reported that during a gastrectomy procedure, the staples would not hold. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/29/2008. Info anticipated, but unavailable at this time.